Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of medical device removal ("essure removal - laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for birth control. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / expulsion of essure device"), embedded device ("migration of essure device - uterine wall / expulsion of essure device / essuredevice approximately 1 cm remaining in the myometrium"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and diverticulitis ("gastrointestinal or digestive system condition diverticulitis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included uterine bleeding and dystrophic calcification. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems anxiety"), depression ("psychological or psychiatric problems depression"), eczema ("rashes or skin conditions eczema"), endometriosis ("reproductive system disorder or condition endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss.") And pelvic pain ("pain let side") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, menorrhagia, genital haemorrhage, autoimmune disorder, diverticulitis, vaginal haemorrhage, hormone level abnormal, anxiety, depression, eczema, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, eczema, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2017 : bilateral salpingectomy with essure device removal (partial on left, complete on right) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium on left. Conccerning the injuries reported in this acse the following event was confirmed via patients medical record : pelvic pain,device expulsion,essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium(device embedment) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal - laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for birth control. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / expulsion of essure device"), embedded device ("migration of essure device - uterine wall / expulsion of essure device / essuredevice approximately 1 cm remaining in the myometrium"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and diverticulitis ("gastrointestinal or digestive system condition diverticulitis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included uterine bleeding and dystrophic calcification. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems anxiety"), depression ("psychological or psychiatric problems depression"), eczema ("rashes or skin conditions eczema"), endometriosis ("reproductive system disorder or condition endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss.") And pelvic pain ("pain let side") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device, device breakage, menorrhagia, genital haemorrhage, autoimmune disorder, diverticulitis, vaginal haemorrhage, hormone level abnormal, anxiety, depression, eczema, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, eczema, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2017 : bilateral salpingectomy with essure device removal (partial on left, complete on right). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium on left. Conccerning the injuries reported in this acse the following event was confirmed via patients medical record : pelvic pain,device expulsion,essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium(device embedment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : following events were added : abnormal bleeding (general), abnormal bleeding vaginal, menorrhagia, hormonal changes; anxiety, depression, eczema, reproductive system disorder or condition endometriosis, nausea; device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)) / expulsion of essure device / migration of essure device - uterine wall ;fatigue, diverticulitis, hair loss, pain, autoimmune disorder, plaintiff did not undergo any confirmation test. Event essure removal - laparoscopic bilateral salpingectomy(medical device removal) was deleted and was added as nondrug treatment. Reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / expulsion of essure device'), embedded device ('migration of essure device - uterine wall / expulsion of essure device / essuredevice approximately 1 cm remaining in the myometrium'), device breakage ('device breakage'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune disorder ('autoimmune disorder') and diverticulitis ('gastrointestinal or digestive system condition diverticulitis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's concurrent conditions included uterine bleeding and dystrophic calcification. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), thyroid disorder ("hormonal changes/thyroid"), anxiety ("psychological or psychiatric problems anxiety"), depression ("psychological or psychiatric problems depression"), eczema ("rashes or skin conditions eczema"), endometriosis ("reproductive system disorder or condition endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss."), pelvic pain ("chronic pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (ablation and hysterectomy:laparoscopic bilateral cornuectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, menorrhagia, genital haemorrhage, autoimmune disorder, diverticulitis, vaginal haemorrhage, thyroid disorder, anxiety, depression, eczema, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, pelvic pain and perineal pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, eczema, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, perineal pain, thyroid disorder and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2017 : bilateral salpingectomy with essure device removal (partial on left, complete on right). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium on left. Concerning the injuries reported in this case the following event was confirmed via patients medical record : pelvic pain,device expulsion,essure device completely excised on right; essure device approximately 1 cm remaining in the myometrium(device embedment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Event: hormonal changes were updated to thyroid disorder nos. New events: perineal pain were added. Intensity of pain added to pelvic pain and updated to event chronic pelvic pain female. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.